Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative of the patient that the implantable cardioverter defibrillator (ICD) is shocking the patient whenever they move. The device remains in use. No further patient complications have been reported as a result of this event.